Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had yellow foreign material come out on the cleaning brush. The issue occurred during processing with no reports of patient involvement.